Manufacturer narrative:
(B)(4) date sent: 1/5/2017. Batch # (B)(4). The analysis results found that the trt75 device was returned inside its package. Upon visual inspection, it was observed that the blister from the packaging was damaged; the damaged in the blister is a hole and was found a piece of the device inside of the package. Although no conclusion could be reached on how the piece of the device was introduced inside the sterile package. Due to the damages found on the packaging and the device, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface and this caused the reported event. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that before a radical resection of pulmonary carcinoma procedure, the nurse found that the device fell apart before opening the package. Another like device was used to complete the procedure. There were no adverse consequences for the patient.